Event description:
It was reported that the thoracic surgery for pt previously had operated on a large abscess of the left lung. The surgery occlusion of left bronchus for left bronchial fistula by stapling process was done with no evidence or sound of abnormal functioning of the device. The jaws had been articulated for two clicks; the surgeon placed the jaws on bronchus. He closed the jaws with closing handle without difficulties. He then fired with firing handle with no difficulties or an abnormal sound. After opening the device, the surgeon found that some staples were in the tissue of bronchus in open shape and some staple were in the wound in open shape. The surgeon reloaded the device with a second cartridge and fired a second time with the same results. Then he used a third cartridge and the staple line was not formed again. After three unsuccessful firings, the surgeon changed the device with another device. With the second device, he managed to staple the bronchus. There were no adverse consequences for the pt. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.